Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, three device were used and their balloons did not inflate while being used in insertion of the trocar. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.